Manufacturer narrative:
The returned used device, item smi-02ap was evaluated for spsmi-02ap, and ip-000-998, confirm the reported problem, and found upper jaw broken off. A device history record review was requested and to date, a response was not received; therefore, a review cannot be conducted. Although this is a reusable device, it is not serviceable. Therefore, a service history is not available for review. A two-year review of complaint history revealed there has been a total of 58 reports, regarding 58 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4) per the instructions for use, the user is advised the following: if suture passer trigger mechanism binds, lubrication of moving parts can be performed with a ¿steam penetrable medical grade¿ lubricant in accordance with lubricant manufacturer's instructions before sterilization. Prior to use, inspect instrument to ensure it is in good physical condition and functions properly. There should be no loose, broken or misaligned parts. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The distributor reported that the device, smi-02ap, spectrum autopass suture passer was being used during a rotator cuff repair procedure on (B)(6) 2022, when it was reported "concept suture passer jaw broke." After further assessment questions, it was found that the device did fragment with no patient contact and all the fragmentation was collected. The procedure was completed and there was no report of injury, medical intervention, or hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Event description:
The distributor reported that the device, smi-02ap, spectrum autopass suture passer was being used during a rotator cuff repair procedure on (B)(6) 2202, when it was reported "concept suture passer jaw broke." After further assessment questions, it was found that the device did fragment with no patient contact and all the fragmentation was collected. The procedure was completed and there was no report of injury, medical intervention, or hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety. Device is not yet received.